Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had placement difficulty and was interacting with the tricuspid valve. The lead was removed and the system was replaced. No patient complications have been reported as a result of this event.